Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual / microscopic inspection was performed. Microscopic and visual inspection of the wire found no damages or defects. Functional test was performed. The rotawire was able to be removed and reinserted into the returned peripheral rotalink plus device with no resistance or issues. Dimensional inspection revealed that the overall length of 330cm, od (outer diameter) of distal tip of 0.0125 inch, od of middle of the device of 0.0090 inch and od of proximal section of 0.0090 inch were within specification.

Event description:
It was reported that the burr was difficult to remove and was stuck on the rotawire. The target lesion was located in the mildly tortuous and mildly calcified tibial artery. A 1.25mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was not easy to advance and retract. Consequently, the device was pulled out using dynaglide mode and made sure that the rotawire was not kinked and the rotaglide was dripping. The device was removed with the wire stuck in the catheter. The procedure was completed with a non boston scientific device. No patient complications were reported.

Event description:
It was reported that the burr was difficult to remove and was stuck on the rotawire. The target lesion was located in the mildly tortuous and mildly calcified tibial artery. A 1.25mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was not easy to advance and retract. Consequently, the device was pulled out using dynaglide mode and made sure that the rotawire was not kinked and the rotaglide was dripping. The device was removed with the wire stuck in the catheter. The procedure was completed with a non boston scientific device. No patient complications were reported.